Event description:
Consumer states that he has a problem with a broken weld on his chair. Also is having a problem with his repair company not getting back to him. States he wanted to report this problem to us. Also feels like he is having problems with his joystick or controller.